Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the main drawer 5.1/5.2 was not detected on bus. So, the fse replaced pyxis module controller (pmc) and retractor band on drawer 5.1. Then added the electrical tape to sharp edges on rear chassis of cubie drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was failed. The customer mentioned that the user was not able to recover failed drawer in emergency room pyxis. However, there were no delays, and no adverse events or injuries reported based on this event.